Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d4: unique identifier (UDI) number not available e1: reporter phone: (B)(6).

Event description:
Doctor reported implant fracture at tooth site 46.

Manufacturer narrative:
Zimvie received one (1) os4585, (do not use - osseotite xp® implant 4/5 x 8.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Fracture identified across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 92987 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿. The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings" "contraindications" "precautions". Based on the investigation and risk management file review as per rmf (B)(4) rev.12, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.